Manufacturer narrative:
One device was received for analysis. The service history review identified no services performed in the previous 12 months. Further device investigation found a buckling upstream occlusion (uso) seal, a damaged air sensor and a cracked downstream occlusion (dso) seal. The uso/dso seals and air sensor were replaced. The downstream occlusion (dso) sensor was also calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for a malfunctioning screen blanking out, during device analysis, a damaged downstream occlusion (dso) seal was identified. There was no patient involvement.